Event description:
It was reported that "surg, film was taken 41 days later. Dr notices connector has slipped off, redo a week later, 2nd film taken the next month. Dr notices the opposite, side connector connected to the iliac screw (03821770) head has popped off. In other words, the poly iliac screw on opposite side head popped off from the threaded portion."

Manufacturer narrative:
Catalog numbers 03820130 (ilios titanium offset connector 75 deg bend) & 03820132 (ilios titanium offset connector 105 deg bend) were also referenced, it is unk which, if any, of the devices may have caused or contributed to the event. Product is not available for evaluation. Add'l info has been requested and if received will be provided on a supplemental.